Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed

Event description:
Affected side is left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complaint of pain and did not believe he could bend his knee. Surgeon determine patient had a good rom and decided to swap the 10 poly with and smaller 8 poly to improve range of motion. Patient showed history of pain intolerance and was scheduled to meet with hypnotist to help him overcome his anxiety when it comes to bending his knee. Poly swap performed. Doi: unknown, dor: (B)(6) 2020, unknown affected side.